Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure, the stylet could not be withdrawn from the left ventricular lead. A new lead was used to resolve the event and the patient was stable with no consequences.